Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the lead safety switch was triggered and the device was noted to be in unipolar configuration. When the right ventricular (rv) lead was reprogrammed to bipolar configuration out of range pace impedance measurements were noted as well as loss of capture. The device was then reprogrammed back to unipolar and values were once again within range. No adverse patient effects were reported. The system remains implanted.